Manufacturer narrative:
The reported tip breaking condition could not be confirmed since the unit was not returned for evaluation. Probable root causes for the reported condition can be associated, but are not limited to: non conforming component. Based on the device history record review, the lot was manufactured according to specifications. Therefore, based on the fact that no non conformance reports related to non-conforming component have being identified for the reported part number that could be related to the reported condition during the last 12 months, non-conforming component can be ruled out as a possible root cause. Poor assembly process: according to the input provided, the unit¿s failure was observed during surgery which indicates that the unit was operational. Therefore, this contributing factor can be ruled out. In addition, a (B)(4) inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. Misuse. In terms of misuse, since the unit was not returned for evaluation, it could not be confirmed if the device could have been used to displace bone or if it was impacted with a rigid object; therefore, this contributing factor cannot be ruled out. In sum, the unit was not returned and the failure mode could not be confirmed.

Event description:
It was reported that there was an incident during right shoulder arthroscopy. Dr. Winberg, stuck probe in joint and turned footpedal on to activate and metal-piece on probe broke off in patient. This was discovered during recovery state. They found tip in patient's shoulder via x-rays. Surgeon decided not to remove.

Event description:
It was reported that there was an incident during right shoulder arthroscopy. Dr. (B)(6), stuck probe in joint and turned footpedal on to activate and metal-piece on probe broke off in patient. This was discovered during recovery state. They found tip in patient's shoulder via x-rays. Surgeon decided not to remove.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.